Manufacturer narrative:
Updated g3/g4. Updated h6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. No device problem was found per review of these records.

Event description:
On (B)(6) 2023, patient underwent an endovascular procedure to treat a penetrating aortic ulcer utilizing gore® tag® thoracic branch endoprosthesis. On (B)(6) 2024, thrombosis was observed on the thoracic side branch (tsb081506a) via CT scan. Physician performed a carotid subclavian bypass to treat this thrombosis. Date of treatment remains unknown. Physician possibly attributes this thrombosis to a narrowed stent and potential hypotension. Fsa has no further information on this case as he was not present at initial procedure.

Manufacturer narrative:
H6: code c21 - results pending completion of product history review. H6: code c20 - the device remains implanted and, therefore, was not available for direct analysis by gore. A4-patient weight: this information was requested, but remains unavailable to gore at this time. B7-other relevant history, including preexisting medical conditions: this information was requested, but remains unavailable to gore at this time. C1-cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Images were provided. An imaging analysis was performed, the following was reported: on the (B)(6) 2024 CT there is thrombus visible within the side branch component at the origin of the lsa. On the (B)(6) 2024 CT the side branch is occluded. It should be noted that, per the gore® tag® thoracic branch endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, endoprosthesis occlusion and thrombosis. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.